Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50 cm. Model #: sc-4316, lot #: 17121175, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was also reported that the patient was experiencing headache when stimulation was increased. It was noted that the patient had lost weight which may had caused the ipg to switch positions. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional was received that the patient underwent an explant procedure. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was also reported that the patient was experiencing headache when stimulation was increased. It was noted that the patient had lost weight which may had caused the ipg to switch positions. The patient will undergo an explant procedure.